Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of a stuck piston from the insulin pump. The customer stated that sometimes he will wake up in the 300s mg/dl. The customer stated that there is insulin smell in the pump. The customer stated that he had several heart attacks and a couple of strokes. The customer declined to troubleshoot with 24 hour hotline.